Event description:
It was reported the patient presented in clinic for follow-up. While attempting to interrogate the implantable cardioverter defibrillator (ICD), communication could not be established. No changes or interventions were performed. The patient was in stable condition.